Event description:
Pt was admitted to two different hospitals; the first hosp did not have a pediatric ICU. While being treated with an insulin IV, the cannula was found out of the skin. Pt experienced "high" (>500 mg/dl) blood glucose (bg) while wearing this pod. The bg history from the day prior to being admitted to the hosp was within range except at 2:52 pm, his bg was 294 mg/dl. A bolus of 6.4 units was given and the next bg reading was not until 12:10 am when bg was 353 mg/dl; bolused 6.8 units. Bg decreased within normal range (115 mg/dl) by 6:10 am. Later that afternoon, around 2:00 pm, his bg read "high". A new pod was worn until about 10:00 pm. It is unk what time the pt was admitted to the hosp on (B)(6) 2012. The pod was disassembled and discarded at the hosp.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs remain high the user guide instructs to change the pod using a new vial of insulin and contact an hcp for guidance. Product qualification records were reviewed and found to have met all acceptance criteria.